Event description:
Ous MDR - it was reported that the battery of this pacemaker drained earlier than expected. This is all of the info provided. If add'l info becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.